Manufacturer narrative:
(B)(4). Approximate age of device ¿ 5 months. The explanted pump was returned for evaluation. The evaluation of the lvad confirmed deposition in the pump. The pump¿s blood flow path was occluded with grainy, denatured blood. The depositions in contact with the pump bearings and the rotor body were hard in texture. The observed depositions were adhered to the pump surfaces and appear to be the result of a low flow condition; however, a specific cause for the low flow cannot be determined. The observed depositions would have caused increased drag on the spinning rotor, potentially resulting in the observed pump power elevations and cessation of the motor. The depositions would have potentially contributed to the reported elevated ldh levels. Examination of the pump bearings, rotor, and blood contacting surfaces did not reveal any anomalies. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process. The pump operated as intended. Device thrombosis and hemolysis are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that on (B)(6) 2016, the patient presented to the hospital and was admitted to the ICU due to alarms on the system controller and pump stoppages. The patient had an elevated lactate dehydrogenase (ldh) level and the system controller event history contained multiple pump stoppages and power spikes up to 30 watts. The patient's inr value was 2.7. The system controller was exchanged but the pump would not restart. The patient underwent an emergent pump exchange on (B)(6) 2016 due to a high suspicion for pump thrombosis.